Manufacturer narrative:
There is no indication of any system or component failure or malfunction prior to the explant and the patient reported that they had stopped using the nalu device due to other extenuating pain issues unrelated to the area being treated by the nalu device. The reason for explanting the system is MRI conditionality. Although the initial reason for the surgical intervention was not due to any issue with the nalu system, the patient may require additional invasive interventions due to the difficulty in removing the nalu leads.

Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2023 targeting the medial branch nerve to treat neck pain. In august 2025 the medical clinic notified a nalu representative that the patient was scheduled for a brain MRI and would need to have the nalu system removed so that the scan could take place. An explant procedure was initiated on (B)(6) 2025 and the implantable pulse generator (ipg) was successfully removed. The physician dissected down the leads to the location of the tined portion before aborting the process. Physician noted being uncomfortable proceding any further with removal of the leads and closed the procedure with the leads remaining in place. The patient is currently unable to move forward with the MRI with the leads remaining implanted. Patient has reported that they will reach out to the other doctor to explore other diagnostic options. If the MRI is still required, then the patient will be referred to a different surgeon to remove the remaining leads.